Event description:
It was reported that the operator x-ray shield shattered. No injury reported, there was no one in the room at the time. A field engineer was dispatched to the site and the x-ray shield was replaced. Once this was completed the system was working as intended.